Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual evaluation confirmed the knob ring is broken on the jrny ii cr lock fem implant impactor. The device shows significant signs of wear/usage. The device was manufactured in 2012. This failure mode has been previously identified. Although we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture; the information available as a result of this investigation indicates that corrective/ preventive action is warranted. Design specification insufficient is the probable cause of the reported failure. This issue has been submitted to our CAPA process in accordance with applicable internal CAPA procedures. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Should additional information be received, the complaint will be reopened.

Event description:
As reported during inspection the lower plastic collar of journey ii cr lock fem implant impactor was broken. Not patient involved.